Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient stated that the pump site was very uncomfortable and feels the pump is ¿looser¿ in the pocket than it was before. They were not aware of any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient would be meeting with the physician and the company representative on (B)(6) 2021. The actions and interventions taken to resolve the issue was the physician would see the patient to assess. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.